Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified lesion in the right coronary artery with 90% stenosis. A 3.0x48 mm xience xpedition stent and a 2.75x18 mm xience alpine stent were implanted overlapping and post-dilated with a 3.5x12 mm balloon dilatation catheter (bdc). Within 30 minutes, stent thrombosis occurred and was confirmed via angiography with clots visible on the proximal edge of the proximally placed stent [xience xpedition]. The patient was brought back to the lab and a third, 4.0x23 mm xience drug eluting stent was implanted for extension proximally. There was no reported adverse patient sequela. No additional information was provided.